Manufacturer narrative:
Date sent to FDA: 07/07/2020 . Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 04/13/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-22062020-0000752881 submitted for adverse event which occurred on (B)(6) 2013. Mwr-22062020-0000752882 submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent incisional hernia repair surgery, repair of upper left quadrant hernia and reinforcement of the previously placed mesh during which the surgeon noted ¿he encountered the left upper quadrant hernia sac which traveled around the mesh. The mesh was partially resected and removed. The resulting defect was repaired by reinforcing the remaining mesh.¿ it was reported that the patient underwent incision and drainage of abdominal wall fluid collection/irrigation and placement of drain on (B)(6) 2013. It was reported that the patient underwent exploratory laparotomy with explanation of infected mesh, drainage of abdominal wall abscess and take down of adhesions on (B)(6) 2014 during which the surgeon noted ¿poorly incorporated mesh. Further dissection revealed drainage of frank purulence. The unincorporated mesh was freed from its attachments to the abdominal wall.¿ it was reported that the patient experienced severe pain, infection, adhesions, inflammation, bulging, stress and anxiety. No additional information is provided.